Manufacturer narrative:
Patient came back outside the entrance to the nursing home the right front wheel suddenly gave way and then completely came off. It was the gray plastic that came off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Patient came back outside the entrance to the nursing home the right front wheel suddenly gave way and then completely came off . It was the gray plastic that came off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in sweden